Event description:
It was reported the instrument had an error sound indicating probe abnormality, which was checked and found the tissue pad was missing. The issue occurred during an unspecified therapeutic procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of our inspection and the results of our investigation of the actual product, we assume that the event described occurred by the following mechanisms: 1. During ultrasound output, nothing was grasped between the gripping part and the tip of the probe (including after the tissue was cut), which caused the tissue pad to be heavily worn. 2. The worn tissue pad caused the probe to come into contact with the uninsulated area. 3. An error occurred because the probe output was made while the non-insulating part was in contact with the probe. Contact marks were also formed. The event can be detected/prevented by following the instructions for use which state: drawing number and revision number of IFU: rc2058 10 ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.